Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced four infusion set cannula fell off events on (B)(6) 2024 each. Events occurred between couple of hours to one day of use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 4 of 4. E1: patient country: (B)(6).